Event description:
The sales rep phoned to ask what kind of poly was used in this implant. The surgeon wants to know because the pt has been revised and the poly is extremely pitted both on the top surface and the surface underneath.